Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, and a linear opening. A leak test was performed and two openings were found. A microscopic analysis identified a striated linear opening on the anterior side assessed as surgical damage and a curved cracked opening in the valve assessed as cracked valve seat diaphragm valve. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage. A crack opening on valve assessed as cracked valve seat diaphragm valve. Reason for reoperation was deflation.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.